Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to orthopediatrics for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following a spinal curvature correction procedure, it was discovered via x-ray that the poly axial screws on the right and left side of the l2 vertabrae fractured mid-shaft. Upon removal of the screws, it was found that the set screws were also loose. The fractured screws were removed with the threaded portions remaining in bone. The construct remains in place. No additional information on this reported event is available at this time.